Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
Material #: unknown batch #: unknown it was reported by customer that an unopened syringe out of the wrapping and it got blood inside it. Verbatim: rcc received a complaint via email. Email(s) attached. I've got a unopened syringe out of the wrapping and it got blood inside it this is a lawsuit waiting to happen what if it got hyv or hepatitis infection